Event description:
Complainant alleged that during a routine test by a clinician the device failed to display anything on the monitor screen. The complainant indicated that there was no pt involvement on the reported failure.